Manufacturer narrative:
Lot info not confirmed by the reporter, expiration date is unk as lot not confirmed by the reporter. Event is still under investigation.

Manufacturer narrative:
(B)(4).

Event description:
The information provided states that the external cannula broke and a "splinter" stuck in the left femoral vein; which resulted in a surgical procedure for the extraction of the snippet. Additional information has been requested; however, no response was ever provided.

Event description:
The info provided states that the external cannula broke and a "splinter" stuck in the left femoral vein; which resulted in a surgical procedure for the extraction of the snippet. Add'l info has been requested ((B)(6)); however, no response has been provided as of (B)(6) 2014. Info regarding pt outcomes was not provided.